Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds on the left ventricular (lv) lead. Programming changes were performed to address the issue. The patient condition was stable.